Event description:
G8-570 tool not cutting well was reported by doctor. Dr experienced problems with g8-570. Tool not cutting well, burning bone, tool turned black and the dura was torn. Used two tools, both from lot q0344, both didn't cut well right out of package. Tool was not a reprocessed tool. It was reported that no pt injury occurred.